Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 6. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) was unable to determine a cause of the alarm. The tsr had the hp close all of the clamps, cycle the power on the hc to clear the alarm and disconnect themselves and the supplies. The tsr advised to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.